Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarms noted. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed failed battery test despite several battery changes. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).